Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient¿s both leads migrated resulting in ineffective therapy. Additionally, patient¿s ipg did not connect with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 wherein the leads were repositioned and the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.